Event description:
Customer contacted acorn to request service on their stairlift. The stairlift stop moving halfway down the stairway. During the service visit, the customer made our technician aware that because the stairlift wasn't working, her husband has to walk up the stair. He was carrying a bag of laundry when he lost his balance and fell down the stairs. Due to the fall, customer broke his clavicle in three places, lost a section of skin on his left forearm, sprained his right wrist and left ankle, and bruising to face/head.